Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mm x 4.00mm nc quantum apex balloon catheter was selected to treat the lesion. The balloon ruptured at 14 atms during an unspecified inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).